Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery would overheat and not hold a charge.

Manufacturer narrative:
In the case description, the user mentioned that the pdm was overheating. The pdm was returned with the battery depleted. The pdm was plugged in and allowed to charge. The pdm was able to charge, turn on, and boot up with no issues. The pdm was returned with no visible physical damages, however, on turning on the pdm the lcd display was noted to be damaged and obscured. The damage did not impact touch screen functionality. The exact cause of the damage could not be determined. Inspection of the android log files downloaded from the pdm showed no evidence of overheating. The pdm battery temperature was found to remain within specification during operation. During the investigation, the pdm did not overheat. No evidence of overheating was observed. Inspection of the log files confirmed that the device was unable to hold a charge for 2 days as required by the product requirements. The log files showed evidence of steep decreases in battery level, with one instance showing the battery level decrease from 73% to 5% in less than 2 hours. Investigation confirmed the reported inability of the battery to hold charge. The exact cause of the battery being unable to hold charge could not be determined.correction to d(4): lot number changed from unavailable to l000279. Sequence number changed from unavailable to 010201-23846. Unique identifier (UDI) # changed to (B)(4). Correction to h(4): device mfg date changed from unavailable to 9/8/2020.